Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patients leads had migrated. As a result, patient underwent surgical intervention and lead were revised on (B)(6) 2023 therapy restored. Related manufacturer reference number: 3006705815-2023-00388.